Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the patient¿s device box change procedure the new implantable cardioverter defibrillator (ICD) had a faulty rv (right ventricular) port. It was noted that there was complications with inserting the existing rv lead into new device rv port. The pin wasn't visible after 3 attempts and when screwed in no pacing seen. Since the patient is pacing dependent the patient had to be externally paced through psa (pacing system analyzer) momentarily. The physician decided not to use the device and different ICD was implanted instead, where there was no issue with screwing the rv lead into the port, the pin was clearly seen and worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.